Event description:
Caller reported pump malfunction without any preceding events. There was no adverse impact to the customer's blood glucose level. Customer noted three same malfunction incidents, prompting technical support to replace the pump. They advised against further resets due to safety concerns and recommended using a backup pump. Caller understood, performed a successful reset with guidance, and planned to complete cartridge load alone, resuming insulin deliveries independently. No further assistance was needed.